Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the force bipolar instrument confirmed the reported failure after the instrument was analyzed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.186" x 0.617" was found to be broken off. The broken piece was returned. Additionally, the instrument was found to have a broken molded insulator. The molded insulator was broken at the base of the grip and the broken section measured approximately 0.040" x 0.112" and was not returned.

Event description:
It was reported that the force bipolar had a broken tip. There was no report of patient involvement or no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.